Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection found no evidence of melting, the paint on the heater tray did show evidence of peeling from fluid exposure over the time. There were no other discrepancies encountered during the inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that around the sensor on the heater tray of the liberty select cycler is cracked and appeared to be melted. The patient was concerned that the cycler was getting too hot. However, it was unknown how the damage was caused. At that point in time, the fresenius technical support representative advised the patient to discontinue using the cycler and follow-up with their peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the patient. Upon follow-up, the patient confirmed that the heater tray appeared to be cracked and melted due to heat. The patient could not confirm if heat/overheating caused the damage, however. There was no smoke, spark, flame, or arcing noticed. The patient was not connected to the cycler at the time the issue was noticed, and they did not develop any symptoms, injury, adverse event, or require medical intervention as a result of the reported issue. The patient has received their new cycler which is working well, and they are continuing with pd treatment without issue. The old cycler has been returned to the manufacturer for evaluation.